Event description:
Major pump unit(s) involved: drive unit failureadditional text: exposed wires on the drivelinespecific component(s) involved: driveline malfunctionadditional text: exposed wires from the drivelineother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : thoratec representative resealed the drivelineimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction